Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had cut the percutaneous lead and on route to the hospital, the pt expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4). Due to the device not being available for evaluation, the reported event could not conclusively be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: the patient presented to ed in cardiac arrest. Patient was found with lvad driveline cut. Patient coded and acls was followed,however, patient expired on (B)(6) 2013.